Manufacturer narrative:
Additional code added to section h6 evaluation code result. Correction to section h6 evaluation code conclusion and component codes. H3 evaluation device summary: updated due to part return medtronic conducted an investigation based upon all information received. It was reported that, during use on a patient, this 980 ve ntilator went into buv (back up ventilation). The device was available for evaluation. The service personnel (sp) inspected the ventilator and found the unit had entered backup v entilation from memory. The sp ran the extended self test (est) and short self test (sst) and found unit failed the circuit pressure test on the inspiratory side. Circuit pressure test on the expiratory side respectively. To solve the issue sp replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba) and exhalation valve assembly (eva). The unit passed all test and calibrations as per manufacturer specifications at the time of service. One ifm pcba was returned to medtronic for further analysis. A visual inspection of the returned part was conducted and no faults or damage were observed. The part was attached to the test ventilator and powered up but failed sst (short self-test) circuit pressure test ¿inspiratory autozero solenoid not operational¿. After a thorough investigation, a faulty so1 in the ifm pcba was identified. If an so1 failure were to occur while in use on a patient the ventilator response would be to enter backup ventilation (buv). The exhalation valve assembly (eva) was returned for failure investigation. A visual inspection of the returned part was conducted a nd no faults or damage were observed. The part was attached to the test ventilator and powered up. During the short self test (sst), the device failed the circuit pressure test with the message "exhalation autozero solenoid not operational". After a thorough inves tigation, a faulty so1 in the eva was identified. If an so1 failure were to occur while in use on a patient the ventilator response would be to enter backup ventilation (buv). The cause of the event was isolated to a faulty so1 in the eva of the exhalation module and ifm pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during use on a patient, this 980 ventilator went into buv (back up ventilation). Patient was removed from the ventilator and placed on an alternate ventilator with no injury reported.

Manufacturer narrative:
Evaluation device summary: medtronic conducted an investigation based upon all information received. It was reported that, during use on a patient, this 980 ve ntilator went into buv (back up ventilation). The device was available for evaluation. The service personnel (sp) inspected the ventilator and found the unit was alarming when powered on and was in inoperative state with a bd (breath delivery) background error code. The sp found relevant diagnostic codes during logs review. The sp replaced the ifm (inspiratory flow module) pcba (printed circuit board assembly) and the exhalation valve due to circuit pressure test failure during testing on the inspiratory and expiratory side during testing. The ventilator passed all required tests and calibrations per manufacturing specifications at the time of service and was returned to the customer. The investigation could not determine a cause of the reported event, however the sp replaced the ifm pcb exhalation valve assembly as an additional finding. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during use on a patient, this 980 ventilator went into buv (back up ventilation). Patient was removed from the ventilator and placed on an alternate ventilator with no injury reported.